Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple malfunctions. Customer reported that the insulin pump gave a stuck button alarm even when the buttons were not stuck. The center button was slow to react. The center, left, right and down buttons sometimes did not work. Screen sometimes would go dim making it harder to read the display. The screen was scratched that was forcing customer to rotate the insulin pump to see glucose readings. Insulin pump was squirting during priming. Insulin pump required 2 to 3 batteries a week and insulin pump had rejected new batteries. Insulin pump rewound a lot louder than before. Insulin pump was dented on one side in such a way that moisture might get in. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.